Manufacturer narrative:
Device passed displacement test. Device received with broken belt clip rails.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip ring of the reservoir was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the rubber piece was removed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.